Event description:
Pump has orange lights after sealing edges and replacing batteries deemed to be defective; requested replacement.

Event description:
It was reported that after 3-4 days of use the pump has orange lights after sealing edges and replacing batteries. The device was replaced with one from the hospital stock. The patient did not suffer any adverse consequences. The device was replaced with one from the hospital stock.

Manufacturer narrative:
Our investigation into this complaint is now complete. The returned pump was passed to our in house experts so a thorough technical analysis could be carried out to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. Our experts have provided a report of the analysis undertaken which confirms that ¿the device had failed due to liquid entering the device. The electronic parts were found contaminated by the liquid intrusion.¿ prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. A device history record review was carried out for the lot number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. A complaints history review was also carried out for this product code and lot combination no further complaints of this nature have been reported. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.